Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens vial. Visual inspection found the haptic torn and a piece of the haptic missing. (B)(4).

Event description:
The reporter indicated that the surgeon implant a micl13.2, -10.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The lens was explanted on (B)(6) 2017 due to the lens being too large. The lens was exchanged for a lens of shorter length. (B)(4).

Manufacturer narrative:
One similar complaint was reported for units within the same lot. (B)(4).